Event description:
It was reported that a 5.0x20mm armada 18 balloon dilatation catheter ruptured at the first inflation. There was no adverse patient effect reported and no clinically significant delay reported. Subsequently, after the initial report was filed it was confirmed the procedure was to treat a popliteal artery. The balloon dilatation catheter ruptured at 8 atmospheres and no resistance was felt during advancement. No additional information was provided.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported material rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. The investigation was unable to confirm the reported material rupture. The returned armada 18 was inflated to the rated burst pressure (rbp) of 14 atmospheres. The balloon fully inflated and held pressure with no anomalies noted. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event has been estimated. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 5.0x20mm armada 18 balloon dilatation catheter ruptured at the first inflation. There was no adverse patient effect reported and no clinically significant delay reported. No additional information was provided.